Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was in the 400's (mg/dl) with diabetic ketoacidosis. Reportedly, customer went to the emergency room and was then hospitalized. Ketone level was identified by a healthcare provider as dangerous/life threatening. Bg was treated with insulin drips and fluids. Follow up with customer confirmed customer was released from hospital on (B)(6) 2018. Reportedly, customer used manual injections as alternate insulin therapy.